Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 mesh was implanted. It was reported that the patient underwent partial vaginal mesh excision and cystourethroscopy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that the patient underwent cystoscopy with bladder tumor removal and mesh excision on (B)(6) 2012.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that after implantation patient experienced pain and bleeding and underwent mesh removal on (B)(6) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/3/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced discomfort, urinary retention and diminished sexual activity.